Manufacturer narrative:
Updated fields: b4, b5, d5, e1 (initial reporter, event site mail), e2, e3, e4, g1, g2, g3, g6, h2, h6 (health effect - clinical code, health effect - impact codes, type of investigation, investigation findings, componenet codes and investigation conclusions), h11. A getinge field service engineer (fse) replaced panel assembly optic fiber cover (0997-00-0644). As precautionary service replaced label, patient connector, label, trainer on ¿ off. Doppler assembly back-battery cover malfunctioning/missing a quote will be provided upon request. Ran all the tests in accordance to the manufacturer's specifications. Unit cleared for use. The failure analysis and testing dept. Received part number 0997-00-0644 with a reported unit failure of a faulty fiber optic cover. The fat performed a visual inspection and found the part to have a faulty fiber optic door cover. Confirmed the reported issue. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had issues with upper panel assembly and fiber optic cover. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had issues with upper panel assembly and fiber optic cover.